Event description:
On (B)(6) 2012, the patient contacted animas alleging that she experienced a low blood glucose (bg) on (B)(6) 2012 requiring medical treatment. The patient stated that she has continued wearing the pump since the reported incident but was encouraged to contact animas by her certified diabetes educator. The patient stated that on the morning of (B)(6) 2012 she had bolused for breakfast and then took a short walk, during which she received an empty cartridge alarm. The patient reportedly changed supplies appropriately and then went to the store, where she experienced a bg of 70 mg/dl and was feeling "fuzzy" and unable to concentrate. The patient stated that she ate some candy, which normally brings her bg up, and continued shopping. The patient noted that suddenly she felt unfocused and passed out, and that 911 was called. The patient stated that she was treated by a family member with honey on her gums, and then by unknown IV treatment by the emt. The emt reportedly stated that the patient's bg was 40 mg/dl. The patient was reportedly taken to the emergency room (ER) and was given an unknown treatment and then released a few hours later. The patient could not recall what her bg was at the time of ER discharge but noted that she was able to leave the ER on her own and had remained on the pump during the whole incident. Customer support reviewed the pump with the patient and found all settings and histories were correct. The patient denied any recent weight changes or settings adjustments. The patient stated that she has continued insulin pump therapy without further incident. The pump is not being returned at this time and there was no pump malfunction identified during troubleshooting. This complaint is being reported because the patient allegedly experienced hypoglycemia due to unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4). The pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no insulin delivery or pump defects were found with the returned pump. Daily insulin delivery totals were reviewed and were found to correctly reflect the users programmed basal rates. Only typical usage alarms and warnings were observed in the alarm history; there were no pump conditions or alarms representing a failure recorded in black box or alarm history. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. A force sensor calibration test showed the pump is not detecting the correct force. The force sensor was removed for investigation, the sensor resistance was found to be in specification. Green contamination was observed on the force sensor. One "loss of prime" warnings due low non-zero force observed in black box. When the pump was disassembled to investigate the force sensor, the bt1 component was observed to be leaking. There was no evidence in the black box of the time and date resetting after power on resets. Unrelated to this complaint, a faded pinkish contrast was observed on the display screen when powering on the pump. The pump cover was removed and a test screen was inserted. The pump booted to the verify screen with a normal contrast using the test screen.